Manufacturer narrative:
Updated data: b4, d9, g3, g6, h1, h2, h11. The following was performed by sr service technician of the maquet failure analysis and testing department wayne, the failure analysis and testing department received part pim (pneumatic interface module) with a reported unit failure of autofill.the fat department performed a visual inspection of this part and found that the part is in good condition.the failure analysis and testing department installed pim (pneumatic interface module) in the cardiosave test fixture and tested to factory specifications per procedure and the cardiosave service manual.the failure analysis and testing department found that the pim is failing all manifold test. K4 solenoid is not functioning. In addition, the fat was able to verify the autofill failure. Retaining the pim in fat department per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. The users swapped out console to commence treatment without issue. There was no patient harm reported.